Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/6/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure and the thermocool® smart touch® sf bi-directional navigation catheter could not be deflected as intended. As such, the catheter was changed to another one. When the catheter was removed from the patient, clotting was found to be stuck to the tip of the catheter. The physician commented that irrigation flow was normal and impedance value was displayed normally, so they were not aware that a thrombus/clot was adhered to the tip of the catheter. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. It was later reported that the thrombus/clot was suspected to be coagulum. It was also confirmed that the patient did not exhibit any neurological symptoms since the procedure completed. On (B)(6) 2018, the complaint product was received and initial visual analysis identified that ¿coagulum was found on the catheter tip. The peek housing is cracked at transitional area approx 1.6 cm from distal tip. Internal parts are not exposed¿ the deflection issue is not a reportable malfunction. The issue of a thrombus/clot/coagulum found on the catheter tip issue is considered a reportable malfunction. The fal findings of a crack on the peek housing not a reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure and the thermocool® smart touch® sf bi-directional navigation catheter wherein a thrombus/clot (coagulum) was adhered to the tip of the catheter. Product evaluation details: the device was visually inspected, and coagulum was found on the tip also the peek housing was found cracked with no internal parts exposed, then, during the second visual inspection the coagulum was not observed; this could be related to the decontamination process. A deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the tip area, the t bar was found slid down causing the improper deflection condition, also, residues of pu application was found at the t-bar anchored place which indicates a proper manufacturing assembly. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the coagulum observed cannot be determined, it could be related to the procedure. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of the t bar slid down. Manufacturer¿s ref # (B)(4).